Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the outer insulation exposing the outer coil at the proximal region caused by friction to device can. A full breached outer insulation degradation was also found adjacent to the connector boot. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.